Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had moved and needed to find a rep who could come out to the healthcare provider (hcp) office to check their implant. The patient reported that their stimulator was not working for awhile (like six months) and it was not keeping a charge. The event occurred in (B)(6) 2019 (6 months ago). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the ins was confirmed to be overdischarged. An appointment to have the ins jumpstarted was scheduled. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the stimulator not working for awhile and not keeping a charge was not determined. Actions taken to resolve the stimulator not working for awhile and not keeping a charge was they talked about replacing the battery. The issue was not resolved at the time of the report. The patient did not know their weight at the time of the event. No further complications were reported/anticipated.